Manufacturer narrative:
The returned device was received and successfully passed all testing. The array was visually inspected and no damage to the array was found. The reported observation was not confirmed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation an alarm came on to say check array as it was "damaged". The procedure was completed with a second device. No patient harm was reported. Additional information was not received to describe how the array was damaged.